Manufacturer narrative:
(B)(4): evaluation, results: (migration). Results and conclusions: (disease progression; aortic neck dilatation).

Event description:
An aneurx abdominal stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm over six years ago. Current vessel morphology was reported as mild to moderate calcification and tortuosity; an aortic neck angulation of 45 degrees; a reverse funnel shape aortic neck diameter of 25-28 mm. The patient had refused to come in for follow up visits. One month ago, at a follow-up visit, the CT scan showed a proximal type I endoleak, with a caudal migration, so that the device was 35 mm from the lowest renal artery, due to disease progression, aortic neck dilatation and aneurysm expansion. A 32 mm endurant cuff was placed. No clinical sequelae were reported, and the patient is fine.